Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been hearing an alert tone. The alert was triggered due to high/ undefined pacing impedance. Reprogramming was performed to change the sensing and pacing vectors. Another alert occurred for our of range pacing impedance a few months later. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.